Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, an increase in rv pacing threshold and decrease in sensing were observed. X-ray showed that the lead was still in the same position as implant. After one month, the measurements were within range. However, during a scheduled follow-up, high thresholds were still observed. As such, the lead was explanted.